Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2013 and a reservoir was used. When it was initially placed the reservoir failed to suction. It was replaced with a like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The evaluation found that when the reservoir was cut, the valve was found to be yellowish, deteriorated and the slit was closed. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.